Event description:
This male pt with a history of previous coronary bypass surgery (CABG, 1998), hypertension, hyperlipidemia, lymphoma and a family history of coronary disease, was admitted for coronary eval due to unstable angina. He was currently taking aspirin, statins, ace inhibitors and beta-blockers. Heparin was administered during the procedure. Angiography revealed an 80%, 21mm, de novo, smooth, eccentric, heavily calcified, type-c lesion in a vein graft (svg) to the posterior descending artery (pda). The vessel was 3.0mm in diameter and was slightly tortuous in the proximal segment. The lesion site was in the area of the distal anastomosis. The lesion was predilated with a 2.5 x 20mm balloon inflated to 10 atms. A 3.0 x 23mm cypher stent was positioned in the lesion and was deployed to 14 atms with good results. The stent was not post dilated. There were no reported complications and the pt was discharged the following day. Approx seven months post index procedure, the pt experienced angina and was sent for stress test. The results were positive, and therefore, eight months post procedure, the pt underwent a clinically driven angiogram. This revealed a diffuse, 80% in-stent restenosis of the previously placed cypher stent in the svg to the pda. There was no evidence of thrombus or aneurysm. Flow through the vessel was timi ii. This was treated with balloon angioplasty. An add'l 80% lesion in the proximal rca was also treated at that time. A 3.5 x 16mm taxus was implanted in the lesion with 10% residual stenosis remaining.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.